Event description:
It was reported that venflon pro safety 22ga 0.9mm od 25mm l leaked. The following information was provided by the initial reporter: when visiting the imaging department at the hospital which is in the process of implementation of the product. Doctors complain that when the substance is injected under pressure the cap of the port opens and flies out. (Just like a bottle of champagne).

Manufacturer narrative:
H.6. Investigation: one representative sample was received by our quality team for evaluation. The sample was subjected to visual inspection, valve injection test, and catheter adapter leak test. The sample passed all criteria and no abnormalities were observed. Therefore, the team was unable to confirm the customer experience. From the verbatim, the cap of the port opens and flies out could be due to fluid leaking from the injection port that causes the port cap to be pushed open. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of this failure cannot be determined. CAPA#(B)(4) was initiated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that venflon pro safety 22ga 0.9mm od 25mm l leaked. The following information was provided by the initial reporter: when visiting the imaging department at the hospital which is in the process of implementation of the product. Doctors complain that when the substance is injected under pressure the cap of the port opens and flies out. (Just like a bottle of champagne).